Event description:
A luminant localizer won't sit on the uchra properly. There was no pt contact, no injury or a delay as a result of this malfunction.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.